Event description:
Ous MDR - at the postoperative check-up it was discovered that this lead had dislodged. The lead was repositioned however a second dislodgement occurred the day after the revision procedure. The patient was monitored in the hospital and v output rate was set to maximum 7.5v at 0.4ms. The pacemaker and the relevant device were explanted and replaced. Tissue residuals were found on the tip of the explant.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, approx. 20 cm distal to the is-1 connector pin in the region of the suture sleeve deformations of the outer conductor coil were noted. In this region the insulation was damaged. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Further inspection demonstrated a slight bend in the distal part of the lead between the lead tip and the ring electrode. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage was due to mechanical forces, applied during the surgery. Thus, the mechanical analysis was not properly feasible. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.